Manufacturer narrative:
(B)(4). Information was requested but not provided.

Event description:
It was reported to gore that a gore-tex® suture cv6 (15809708b/6m04) was selected to be used during a procedure of the carotid artery. It was reported the suture broke during tying.